Manufacturer narrative:
Conclusion: it was reported that the patient was experiencing power switching events. Also, it was reported four batteries with abnormal behavior but only three serial numbers were recorded. The controller (con212060r01) and three batteries (bat219203, bat219146, bat219202) were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed multiple premature power switching events that were due to communication errors involving bat219203 and bat219146. The reported power switching events were confirmed. Additionally, bat219202 was connected during the reported event; however, this battery did not trigger any power switching. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Other devices: bat219146 h6: device: c63030 h6: method:3317, 3372 h6: result:3213 h6: conclusion:25 bat219202 h6: device: c63030 h6: method:3317, 3372 h6: result:213 h6: conclusion:72 bat219203 h6: device: c63030 h6: method:3317, 3372 h6: result:3213 h6: conclusion:25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: g4 other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4) d10: no h4: mfg date: 2015-04-30 h5: no h6: patient code(s): c26696 h6: device code(s): c63030 h6: FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4) d10: no h4: mfg date: 2015-04-30 h5: no h6: patient code(s): c26696 h6: device code(s): c63030 h6: FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / expiration date: 2017-05-31 UDI #: (B)(4) d10: no h4: mfg date: 2016-05-31 h5: no h6: patient code(s): c26696 h6: device code(s): c63030 h6: FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4) d10: no h4: mfg date: 2016-06-30 h5: no h6: patient code(s): c26696 h6: device code(s): c63030 h6: FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4) d10: no h4: mfg date: 2016-06-30 h5: no h6: patient code(s): c26696 h6: device code(s): c63030 h6: FDA conclusion code(s): 4315. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that batteries have started making abrupt changes.

Manufacturer narrative:
Corrections: b5, e1, h10 product event summary: one (1) controller ((B)(6) ) and eight (8) batteries ((B)(6) , (B)(6) , (B)(6) , (B)(6) , (B)(6) , (B)(6) , (B)(6) , (B)(6) ) were not returned for evaluation. Review of the manufacturing records confirmed that (B)(6) , (B)(6) , (B)(6) , and (B)(6) met all requirements for release. Log file analysis revealed that the controller in use during the reported event, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to communication errors involving batteries (B)(6) and (B)(6) and a power switching event due to a momentary disconnection involving battery (B)(6) . Data log files also revealed multiple instances involving (B)(6) and (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, reported power switching and communication error events were confirmed. The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving res ponses from the batteries, and/or due to the packet error checking method detecting bit errors. An internal investigation examined momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated two batteries also had communication errors.

Manufacturer narrative:
Product event summary: the controller and eight batteries (B)(6) were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each fifteen-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving batteries (B)(6) and power switching events due to momentary disconnection involving battery (B)(6). As a result, reported power switching event was confirmed. The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. There is an internal investigation for momentary disconnections. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: bat219146 catalog: 1650de exp.date: 06/30/2017 (B)(4). Bat219202 catalog: 1650de exp.date: 06/30/2017 (B)(4). Bat219203 catalog: 1650de exp.date: 06/30/2017 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patients controller was switching to the second power source when the primary power source had a capacity greater than 25% (2-3 bars). The patient also reported four batteries with abnormal behavior but only recorded three serial numbers. The power switching would occur on power source 2. The controller was exchanged and three recorded batteries were replaced with no reported consequence or impact to the patient. No further information was provided.